Event description:
A customer reported that the time setting would not retain on their freestyle lite meter. It was then additionally identified by adc customer services that they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter did not confirm the incorrect date and time. However, there is a known malfunction with the precision link software that can lead to incorrect date and time issues when the data is uploaded to a computer. This occurs when results obtained on a meter with incorrect date and time are uploaded to precision link. Customers and retailers have been notified through the letter.